Event description:
According to the reporter, during laparoscopic low hartman¿s procedure, while the surgeon was firing the stapler across bowel, the handle was hard to squeeze close on the first squeeze, then on the 2nd squeeze of the handle a cracking sound was heard. It was also reported that the staple line was incomplete distally. The surgeon reversed the knife blade and removed the stapler, then cut off the piece of reinforcement that was still there. A new handle and reload was used to staple the tissue with no issues. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanisms was deformed. Functional testing of the reload found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low hartman¿s procedure, while the surgeon was firing the stapler across bowel, the handle was hard to squeeze close on the first squeeze, then on the 2nd squeeze of the handle a cracking sound was heard. The staple line was incomplete distally. The surgeon reversed the knife blade and removed the stapler, then cut off the piece of reinforcement that was still there. A new handle and reload was used to staple the tissue with no issues. There was no patient injury.